Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5096426. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020 patient had a skin reaction described as irritation, burn; adhesive caused skin reaction, itchiness and scarring. This is being reported to allegation of scarring. No additional patient or event information is available.